Event description:
Per the independent repair center, the customer alleged problem is shuts down after 30-40 seconds. The key failure is the compressor has low pressure, shuts down. Additional malfunctions are the pilot valves alarm and the power switch has a low alarm.